Manufacturer narrative:
Complainant state/province: (B)(6). Patient country: (B)(6). (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that there was blank ink at the edge of the dressing. The product was not used on patient. A photograph depicting the issue was received from the complainant.

Manufacturer narrative:
(B)(6). Batch record review: lot 9e00237 was manufactured on 05/02/2019 in the doyen b with a total of (B)(4) market units. Complaint investigator ID 5173 performed a batch record review on 08/02/2021 to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct, under icc code 187955 sap material ID 1000915 and manufacturing order 1468038. The batch record review supports that there were no discrepancies related to the issue reported. Returned sample evaluation: photo related to the reported problem is available for evaluation. Investigation summary: based in the analysis phase conclusions. Material, manpower, machinery/equipment/software and measurement sections were reviewed, and it is considered none of them interfered on the incidence of the root cause, also, these sections and possible opportunity. Method opportunity: for the elc¿s an opportunity was identified on the process instruction for the handling of the dressings once they have been cut, it does not specify the method of placement, design of the trays (how many dressings per tray, how they should be organized). For actions related refer to CAPA plan (B)(4). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.